Event description:
It was reported that the external pulse generator (epg) automatically changed to asynchronous pacing. The epg was reprogrammed to the correct rate. It was noted that the epg was working correctly since and tested within specifications. The epg will not be returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.